Event description:
The center reported that the patient experienced intermittencies followed by a loss of lock with her device. External equipment was exchanged and programming adjustments were made; however, the problem did not resolve. Testing performed by the company representative confirm that the device was not functioning. Surgery to explant the patient's device will be scheduled.